Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: multiple tears were observed in the black power cable¿s outer jacket. No damage to the underlying wires or wire fatigue was observed. The reported event of damage to the system controller¿s black power cable connector was confirmed via analysis of the returned controller. Visual inspection of the returned system controller (serial number: (B)(6) revealed that the lemo connector on the black power lead had broken off from the cable, exposing the underlying wires. Due to the observed damage, the black power lead could not be connected to an external power source. The integrity of the wires in the damaged black power cable were evaluated and no issues were observed. Known working test power cables were installed in the returned system controller to continue with testing. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. A log file was downloaded from the returned system controller, and data from the reported event date of 06may2024 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed within the low-speed limit without issue. Per the provided information, the root cause of the reported event was determined to be due to the patient falling. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number: (B)(6), revealing that the battery passed all inspection testing. The system controller and backup battery were shipped to the customer on 20sep2024. Heartmate 3 patient handbook (rev. D) section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook (rev. D) and the instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the fall was not known. The patient stated they had a concussion but was not evaluated in the office.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fell and the primary system controller was cracked and no longer usable. The black power lead was completely severed just below the bend relief during the fall and an urgent system controller exchange was needed. The patient was taken to their local ed and the controller was exchanged.